Manufacturer narrative:
The technician found that the microspheres were wet causing poor fluidization. The technician replaced the beads and the bed functioned to specifications. The wound care nurse stated that the pt has a deep tissue injury on the left hip and it was almost healed until the bed stopped fluidizing. The bed turned hard and the pt was lying flat on a hard surface. The wound care nurse also stated that this injury has turned into a stage 3 pressure ulcer. The technician that investigated the bed stated that the facility temperature was fine. That is very possible the pt is being bathed or urinating in the bed.

Event description:
The account alleged that they were bottoming out on the bed and it was making the wound worse.